Manufacturer narrative:
The device was not returned for analysis. An event of retraction problem and bent material was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the retraction problem is related to the kinked valve capsule. A cause for the reported bent material (kinked valve capsule) could not be conclusively determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. During procedure, after 4 partial recaptures and 2 total recaptures, they were not able to fully recapture the inside the valve capsule because it got kinked and causing that they had to deploy in descending aorta. A new non-abbott valve was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.